Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller lost power when the power source was switched from the ac adapter to the battery. It was further reported that the controller stopped working without the expected alarm. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Failure analysis revealed that the returned controller passed visual inspection and functional testing. The controller functioned as intended and was able to alarm adequately during functional testing. As a result, the reported "controller no sound" event could not be confirmed or duplicated during bench testing. Log file analysis revealed a controller power up event on (B)(6) 2018 at 01:05:59. Data log files covering the event date were not available to determine the power sourced connected to the controller during the loss of power event. The controller was without power for 10 seconds. As a result, the reported "controller loss of power" event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent connection on one or both power sources. An internal investigation has been opened to evaluate events involving the controller losing power and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.